Event description:
It was reported that the customer experienced an elevated blood glucose level displayed as ¿high¿; however, a specific value was not provided. Cause was not known. Customer addressed bg by administrating a correction bolus via pump. Customer declined further assistance from tandem technical support regarding the issue.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.